Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-10401. It was reported the patient's scs system was replaced. Reportedly, the system impedance was invalid. During the procedure the lead was replaced but intraoperative testing indicated the issue was the same as multiple lead contacts were still invalid. Upon examination the physician observed fluid in the ipg header. The physician replaced both the lead and ipg to address the issue. Postoperative, the patient's stimulation therapy was successfully restored and the issue resolved.

Manufacturer narrative:
Corrected data: the device was reported in error. The correct devices involved in the event were reported in the related MFR reports listed in event description.

Event description:
Related MFR reports: 1627487-2019-10401, 3006705815-2019-03910 and 3006705815-2019-03911. Additional information received identified this device was reported in error. The correct devices involved in the event were reported in the related MFR reports listed above.